Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the drainage valve on the product was leaking. No patient symptoms or complications were associated with the event. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.